Event description:
On (B)(6), 2026, a patient underwent a port placement procedure with vascular access obtained via the internal jugular vein and the port positioned in the right chest wall. During the procedure, wire tip fraying was observed. It was further reported that the guidewire could not be advanced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows unsealed product tray containing sheath, power port, vein pick, huber needle, catheter, and a guidewire, with one end of the guidewire loaded into the guidewire hoop and the other end connected to the introducer needle. The guidewire is noted to be stretched and core wire was noted to be protruding. Therefore, the investigation is confirmed for the reported failure to advance and identified stretched issues, unraveled material issues. The investigation is inconclusive for the material integrity issue as the provided photo was not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure with vascular access obtained via the internal jugular vein and the port positioned in the right chest wall. During the procedure, wire tip fraying was observed. It was further reported that the guidewire could not be advanced. There was no reported patient injury.